Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the device has a missing modem flipdoor and the ui panel has scratched and replaced. There is a damage code zfom. Pcba component diagnostic failed and electric damage. The device failed test steps during testing. The device's pcba failed diagnostic testing. It was determined that the device was not acceptable for use therefore the device was scrapped. If any additional information is received, a follow up report will be filed.